Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 141 mg/dl. Customer stated that the drive support cap is sticking out. Customer also reported that his low reservoir was set at 30 and he got the alarm when his reservoir was about 60. Customer was advised that the insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
The pump was received with a protruded and loose drive support disk, minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip. The pump also alarmed during the basic occlusion test due to the protruded and loose drive support disk. Unable to verify the low reservoir alarm anomaly due to the alarm.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.